Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were also returned separate; the seal was intact. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal was deployed before they ever opened the package" could not be confirmed as the product was not returned in its packaging. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that while unpacking the heartstring iii proximal seal system for a coronary artery bypass procedure, the seal was deployed before they ever opened the package. A new kit was used to complete the procedure. There were no patient effects. The product was returned.